Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results.. The customer is concerned with tests results from results obtained from (B)(6) 2017. The customer's expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the (location). During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 426 and 376mg/dl using true metrix meter. The test trip lot manufacturer's expiration date is 11/30/2017 and open vial date is a week ago. The meter memory was reviewed for previous test result history (date / time not set): the 166mg/dl (B)(6) 2017 08:40 am fasting: yes, the 228mg/dl (B)(6) 2017 10:15 pm fasting: yes, the 300mg/dl (B)(6) 2017 08:33 am fasting: yes, the 392mg/dl (B)(6) 2027 01:00 pm fasting: yes, the 216mg/dl (B)(6) 2017 08:36 am fasting: yes. Customer states that the meter is giving unusually high blood results. Customer states that he cuts back on eating and he is still getting high results. Customer states that he is getting results in the 300smg/dl customer states that his normal glucose range should be 120mg/dl. Customer states that he could not get his sugar level down so he went to the dr. About 2 weeks ago, and the dr. Took him off metformin and put him on januvia and his results have not changed. Customer states that his last a1c is 7.3. Customer is concern with his results have been high and it continues to be high even after cutting back on what he eats and taking his meds. Customer states that per his doctor states that his normal expected range should be 120 but he is getting results in the 300s-400smg/dl.